Event description:
After the cypher reached the target lesion, the balloon would not inflate. When the physician attempted to remove the stent delivery system (sds) it became stuck and would not move at all. To retrieve the sds, a snare was used and the sds was removed. When the device was removed, the physician noticed that the distal struts were flared. The target lesion was mid left anterior descending artery (lad). It was unk if the lesion was a de novo. The vessel was moderately tortuous, but was not calcified. There was 90% stenosis. After pre-dilation with a balloon (hiryu) was conducted, the cypher sds (3.0/33mm) was delivered with slight friction. After the cypher reached the target lesion, it was inflated until nominal pressure, but the balloon wouldn't inflate at all. Therefore, physician tried to remove the sds, but it became stuck with something and would not move at all. To retrieve the sds, a snare was used and the sds was removed without problem. The physician inspected the sds and found that the stent was mounted on the balloon, but the distal end of the stent to be flared. There was no leakage or kinks observed. The ratio of the inflation media (brand unk) to saline was unk. The procedure was safely finished. There was no pt injury reported.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.